Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 404 mg/dl. It was unknown how the customer treated for their high blood glucose. Customer also reported having a low battery alert on the transmitter. Customer did not indicate if they were using the auto mode feature at the time of the high blood glucose event. No harm requiring medical intervention was reported. The product will not be returned for analysis. Frn-mmt-332-rsvr. Unomed set.